Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable ise indirect na, k, ci for gen.2 results for a total of six patient sample on (B)(6) 2017. Of the data provided, only the potassium results for one patient sample were a reportable malfunction. The initial result was 5.6 mmol/l with a data flag and was reported outside of the laboratory. The sample was repeated on another analyzer and the result was 4.7 mmol/l. A corrected report was sent for the patient. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative found the ise waste valve was blocked. He cleaned the valve, replaced the sipper probe, ise sipper, and pinch tubing. He conditioned the sample flow path and the customer ran calibration and qc.